Event description:
As reported by the user facility: "floor team is saying that they are displaying venus and arial pressures after they start treatments. I did ask them if it was an access issue related relation, but they said that there were about 10 patients on saturday who was having this issue so they're thinking that it could not an access related issue. Also, they said that they would press air or sometimes they would pull out the bubbles and that did help a little bit but then about 10min later they would refill and deflate again."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.